Event description:
Patient reported he woke up with a blood glucose reading about 300 mg/dl; took a bolus of 3 units, did not eat and went to work. Patient stated he retested after a couple of hour and his blood glucose level was about 460 mg/dl; took 10 unit bolus without success. Patient reported his blood glucose level continued to be elevated so he delivered other units of insulin (10 units) and began to not feel very well. Patient stated once he arrived home he changed the infusion set and cartridge and then delivered 10 units of insulin every 30 minutes without success. Patient reported he called the company representative and they tested him for ketones and found pump was not providing insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.